Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On december 14, 2016, it was reported and described by the doctor that he had used the mesh graft when he was in (B)(6) about two years prior to this surgery. This is how he knew something was malfunctioning with the device/mesher. He explained that they used a 1.5 to 1 mesh carrier (only one that the hospital carries) and when he performed the expansion that the holes in the graft were huge. He said that the graft had "expanded" meaning the holes made were far too large then what they were supposed to be for such a small expansion. On december 27, 2016, it was clarified that the issue occurred during surgery when the surgeon noticed the larger holes in the graft. The surgeon used the graft that he took and meshed. Supposedly the patients graft didn¿t ¿take¿ well and the physician was checking all basis to figure out the cause. There was no extension or delay to the procedure noted and another device was not used to complete the procedure. The harvested graft was usable and an additional graft was not needed. It was noted that the graft took well but the mesher was the issue here and the dermacarrier was placed in the sterile core therefore it was most likely used per their operating room (or) temperature regulations. There was no harm or injury to the patient or operator and there were no contributing conditions related to the event. The device history record (DHR) for meshgraft ii review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii serial number (B)(4) was not performed as the customer did not return the product for repair service. The meshgraft ii serial number (B)(4) was not performed as the customer did not return the product for repair. The reported event was non verifiable since the customer was not responding back to authorize the repair. The root cause of the reported event could not be specifically determined with the information that was provided since the device was not returned for evaluation. The initial inspection and repair was not performed as the customer cancelled the repair request. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery, the device was making larger holes than expected. No adverse events were reported as a result of this malfunction.